Event description:
Related manufacturer reference 2030404-2014-00047, 2030404-2014-00048, 3005188751-2014-00068. At the conclusion of an atrial fibrillation ablation procedure, a pericardial effusion occurred. A safire blu duo ablation catheter and an inquiry optima ep catheter were placed in the left atrium. A non-sjm ablation catheter and a viewflex ice catheter were placed in the right atrium. Near the end of the ablation procedure, a pericardial effusion with no patient symptoms was noted on fluoroscopy and confirmed with an echocardiogram. A pericardiocentesis was performed to resolve the effusion. The patient remained stable. There were no performances issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device in the heart.